Manufacturer narrative:
The meter remote has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (food database) issue. There was no allegation of an adverse event with this complaint. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because an issue with the carbohydrate count for a food item in the database could affect the patient's bolus amount, potentially resulting in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/14/2016 with the following findings: on investigation, the alleged food data issue was not duplicated. Review of black box data did not find issues related to the complaint in the pump history. No activities out of normal were observed. The pump¿s user setting showed a blank food data base. A new food data base was uploaded correctly with the supplier¿s software. The meter was able to pair with a test pump. A 10 unit bolus was delivered from the meter to the test pump with no errors. The food database in the meter was operating as intended.